Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the buttons required several presses before the pump would respond. The reporter denied that the device was exposed to moisture. The reporter indicated that the keypad and pump were intact. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. Manufacture date: 04/13/2010.